Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that the patient was charging too frequently. The consumer reported that it was taking them 2-3.5 hours to charge from 1/4 of the patient¿s ins. The consumer reported that the patient had been charging every day because she had to use the ins every day. The consumer corrected that the patient never let the battery get past half. The consumer reported that the patient did not charge to 100% full. Additional information was received from a consumer regarding a patient. It was reported that the patient had received a new ¿holster¿ that holds the paddle in place and it was working much better. Additional information was received from a manufacturer representative and consumer. It was reported that the patient was charging too often. The patient was seen in (B)(6) 2017 for a normal reprogramming session, but the rep reported that the patient has been on hd settings since implant. It was unknown if other settings had been changed at that time. The rep did not have any parameters. The patient now was noticing an increased charging time. The patient was charging for 30 minutes from 50% to full with their old recharger. The patient received a new recharger and it now was taking 3-4 hours to charge from 50% to full. The patient mentioned she did not let the battery drop below 50%. The caller also mentioned the recharger cord has a discoloration. It was mentioned the patient had her stimulation turned off. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported that upon review of the patient's equipment, it was noted that there was no discoloration on the recharger and the recharge was fine. The patient had been ill with an unrelated sickness since (B)(6) 2017. It was noted that when the rep interrogated the battery with their physician programmer, it was noted that the patient was charging anywhere between 30 minutes to 2 hours. This was less that what the patient reported. It was mentioned that the patient had experienced some confusion related to these issues and expressed her apologies. It was stated that there was no additional information regarding difficulty recharging the ins and the weight was not discussed but there was no significant weight loss or weight gain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated of having issues with recharging and meeting with representative (rep) about this issue in previous report. Patient stated rep told her she thought everything was working good. Patient was still having the issue and couldn¿t get the ins to charge up to 100%. Patient got 6 to 8 coupling bars, but she still couldn¿t get it fully charged. Patient services (pss) reviewed with patient that the ins charge session could take multiple hours. Patient noticed she could lay there for 6 to 8 hours and still could not see an improvement on the ins charge level. It was reviewed that patient could charge ins and pay attention to the ins battery level icon as it increased. Pss stated with patient that when it got closed to the end, the patient would notice the screen change and showed ins battery full message. It was reviewed that if that did not happen, she should follow up with healthcare provider (hcp). It was noted her pain stimulation was no functioning. No further complication and no symptoms were reported.